Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the patient had an unexpected refractive outcome the lens was exchanged three weeks later for another lens of the same model, but 1 diopter more power. Additional information has been requested.